Event description:
The customer stated that while mapping the navistar catheter; the patient's blood pressure decreased and a cardiac tamponade was detected on performing an echocardiogram. It was reported that drainage was not performed owing to the small amount of pericardial fluid. Patient condition has been reported as stable. Other biosense webster products reportedly used during the procedure were the celsius catheter and the webster catheters.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."